Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. The manufacturing record could not be reviewed because serial number of the subject scope was unknown. Following information was gotten from the doctors. - the doctors are aware of possibility of mucosal damage caused by suctioning while the scope was withdrawn. - one of the doctors only suction at the site of sphincterotomy and then in stomach, not when moving the scope on withdrawal. The other doctor rarely suctions on withdrawal. The event has been dealt with CAPA. In CAPA, it was presumed that the event occurred by the following mechanism. I) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. Ii) distal cover cracks at tear-off line by inappropriate attachment of distal cover to scope. When press distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Since the user basically did not operate suction while withdrawing of the scope, the event was likely due to mechanism ii) described above. Moreover, when user operates suction while distal end opening space was near the surface of mucosa, it causes the mucosa sucked into distal cover. And, in CAPA, it was found out that the mucosa is maintained in a sucked state for several seconds after suction operation is stopped. Therefore, even if suction operation is not performed during withdrawal and distal cover is not cracked, the event may occur if scope is withdrawn immediately after suction operation is stopped.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the completion of endoscopic retrograde cholangiopancreatography, it was found that the scope was catching tissue in the tip near forceps elevator. There was no report of patient injury associated with the event.